Event description:
It was reported that the patient had poor glans support and the inflatable penile prosthesis (ipp) pump migrated to an unfavorable spot. The supersonic transporter (stt) deformity was fixed. There were no patient complications reported.